Manufacturer narrative:
S/w version = 6.21u. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 53, pump error 15 and pump error 23 found on (B)(6) 2023. Pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6) 2023 at 13:54:12.000 with line number = 1299 and file number = (B)(4) due to a software anomaly. Verified pump alarmed pump error 15 on (B)(6) 2023 at 09:23:09.000 in pump's downloaded traces due to a possible hardware anomaly. No unexpected pump error 23 noted during testing. Pump¿s downloaded trace and history confirmed pump error 23 on (B)(6) 2023 at 09:23:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery cap contact missing, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, pillowing keypad overlay, cracked select button keypad overlay and stained keypad overlay. Pump error 53 confirmed due to a software anomaly per esf (B)(4). Pump error 23 was not confirmed during testing. Pump error 15 was confirmed due to possible hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23) and the critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer received a software error detected (pump error 53). Troubleshooting was performed and later it was declined. The customer was able to successfully clear the alarm(s), receive a request to rewind the pump, and was able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.